Manufacturer narrative:
During preventive maintenance, the autopulse platform (sn (B)(4)) displayed an error message "system error, out of service, revert to manual CPR". The root cause is due to a defective processor board likely due to aging. The autopulse platform is a reusable device and was manufactured in 18 march 2010 and is 9 years old, well beyond the expected service life of five years. The platform failed the initial functional testing due to a system error, (latch error 136 - internal parameter corrupted) was observed upon powering up the device. Visual inspection was performed and found no physical damage to the autopulse platform. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was returned for preventive maintenance. As part of routine service, the device was tested and during functional testing displayed an error message "system error, out of service, revert to manual CPR" on the user control panel.